Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a spine screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: - the deviation of 1 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient reported due to the deviating screw placements, also not due to surgery/anesthesia prolong of up to 30 minutes. - no further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue, nor was prolongation of hospitalization reported according to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause for the screw placed with the aid of navigation in the vertebra at right l5 shifted medially at target by ca 1cm, is: - an improper calibration of the non-brainlab screwdriver to navigation by the user, not following brainlab requirements and instructions. In this case, the screwdriver was not calibrated itself but exchanged with a calibrated cylindric shaft of the same length (outside of recommendations) and without a screw attached (outside of recommendations). This led to a deviation of the instrument/screw position display as the screw was likely not attached exactly in line with the instrument (and thus actual screw position did not correspond to the virtual screw projection that the surgeon relied on during screw placement). Additionally, a slight difference in the geometry of shaft and screwdriver could have further contributed to the deviating placement. The software displayed warning messages of the low accuracy calibration results. The user performed accuracy verification and accepted the warnings and the calibrations to use the instrument with navigation. Additionally, visibility issues of the screwdriver instrument array and the navigation reference array caused inaccurate navigation tracking of the instrument, especially during placement of the deviated screw at left l5. The navigation software issued array visibility warnings multiple times to the user as the hospital provided logfiles of this surgery show. Apparently, the resulting deviation of the tracked instrument on the preoperative image in the navigation display compared to the actual patient anatomy was not detected by the surgeon with the appropriate and necessary verification throughout the procedure, during the preparation and placement of the left l5 screw. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (on (B)(6) 2024) on the lumbar spine for a fusion of vertebrae l4 to l5, with intended placement of 4 spine screws bilateral for fixation (at l4 and l5), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0 during the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the left iliac crest - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation - verified the registration and accepted the accuracy to proceed - attached an adapter with array to a non-brainlab shaft (same length as non-brainlab screwdriver to be used), calibrated this instrument to the navigation, exchanged the cylindric shaft for the screwdriver, and placed the spine screws at left l5 and left l4 using this navigated screwdriver - placed a cage using the aid of navigation - attached the navigation reference array on the right iliac crest - acquired an intra-operative CT scan to verify the screw and cage placements - determined that 1 of the 2 screws placed with the aid of navigation deviated from its intended position (at left l5, deviating medially by ca 1 cm) - decided to remove the deviating spine screws at left l5 - placed the spine screws at right l5 and right l4 - acquired another intra-operative CT scan to verify the screw placements and determined the placements as acceptable - placed the spine screw at left l5 - placed a cage using the aid of navigation - acquired another intra-operative CT scan to verify the screw placements and determined the placements as acceptable - completed the surgery successfully as intended and closed the patient according to the hospital/surgeon: - the deviation of 1 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. - there was no actual harm nor negative effect to the patient reported due to the deviating screw placements, also not due to surgery/anesthesia prolong of up to 30 minutes. - no further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue, nor was prolongation of hospitalization reported.